Event description:
It was reported that the infusion displayed e8 (power interrupt). The patient was unable to confirm the e8 message because the check button would not function. Earlier that morning while trying to deliver a bolus the button also did not work. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.